Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. The physician attempted to deliver the taxus express2 2.75 x 32mm drug eluting stent, however, it could not be advanced. Upon removal of the device, it was noted that the struts were frayed. The lesion was predilated with a 2.75 mm balloon and the procedure was successfully completed with another 2.75 x 32mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.